Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the pvl cannot be confirmed; however, the mechanisms described above may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thirteen (13) months post implant of a 26mm sapien xt valve, paravalvular leak (pvl) was noted. A 26mm sapien 3 valve was implanted. Thirteen (13) months post tavr, moderate pvl was observed with posterior and anterior pvl jets observed. The sapien xt valve was also noted to be "a little high". A vascular plug was deployed; however, leaking, possibly central, was observed after the plug was placed. The patient's hemodynamics did not improved post plug deployment. The vascular plug was removed. A 26mm sapien 3 valve was prepared with an additional 2cc of volume and deployed in a final 80:20 aortic/ ventricular (a/v) position. The pvl was corrected and the procedure was completed. The patient was transferred in stable condition.